Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that it's been about 3 months since they were having issues with the stimulator. Pt stated that the stimulator was fine up until this point and now, the stimulator was targeting both their legs and does on all 3 programs that their rep put in. Pt stated that the stimulator moves around and doesn't feel right, and they "feel like they can just grab it and rip it out and it feels bazaar." Pt stated that before how the stimulator was programmed, it worked in their lower back but now it just seemed in odd times, just hit and pound both of their legs and in odd times, it's just weird. Pt mentioned they did get a little bit of weight and they wanted to have their programming checked. Pt mentioned that they made an appointment with their doctor, but they were told to call patient services to get an appointment with the mdt rep. Pt also mentioned they tried to contact their rep, but they were also told to call patient ser vices. Agent reviewed the role of rep and redirected to hcp to further address the issue. It was reported cause was unknown at this time patient requesting to wait until appointment with md on (B)(6). Issue to be resolved at md appointment.